Event description:
On (B)(6) 2012, the pt reported her blood glucose monitor indicated that it was not able to communicate with the infusion device. At 11:47 am, the pt's blood glucose was 368 mg/dl. Her normal blood glucose level is less than 200 mg/dl. She attempted a bolus of 25 units of insulin, but the blood glucose monitor again indicated was unable to communicate with the infusion device. The pt required assistance treating her elevated blood glucose level because, she was dizzy and vision was blurred preventing her from being able to read the display on the blood glucose monitor. At 11:49 am, the pt's husband programmed a bolus of 25 units of insulin on her infusion device. At 11:51pm, her blood glucose level was 451 mg/dl. At 12:36am, the pt's blood glucose level was 308 mg/dl and she was beginning to feel better. No product was requested to be returned for product eval.